Event description:
An altitude alarm was reported on the customer's insulin pump. The customer's blood glucose level stayed between 54-500 mg/dl, within the normal range. Technical support decided to replace the pump, instructing the customer on how to store and return the device, and confirmed the shipping address. Meanwhile, the customer was to use multiple daily injections (mdi) as a backup insulin therapy.